Event description:
It was reported that the handpiece overheated while being tested by the customer. This did not occur during any surgical or medical procedure, so, there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and eval. The original condition of the device overheating was confirmed. Based on the investigation details, the likely cause was failure of the driveshaft bearing.